Event description:
During attempted tubal occlusion, the essure device was deployed but when withdrawn, it was noted that the coil was possibly still on the sheath. This was repeated on the other side with the same results. The manufacturer's rep was notified and the product will not be used until the rep can be present for the cases.